Manufacturer narrative:
Zoll has not yet received the zoll catheter in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A (B)(6) male patient weighing (B)(6) pounds were hospitalized post cardiac arrest. The patient's temperature prior to the ivtm therapy was 35.8 degree celsius. The thermogard console was set to a target temperature of 36 degree celsius. No other adjunctive temperature management procedures were performed on the patient. A zoll solex catheter was inserted into the right jugular vein by an experienced physician. Catheter insertion was smooth. The in dwell time of the catheter was around 12-24 hours. During cooling phase the console alarmed (unknown alarm code) and the attending stuff noted blood in the closed loops. Balloon catheter leak was noted. The catheter was replaced and the therapy was continued. No patient consequences were reported.